Event description:
A mitroflow valve was implanted (model#, serial # and implant date unknown). Due to the structural deterioration of the valve, it was explanted and a mechanical valve made by another manufacturer was implanted. Event details including explant date and patient outcome are unknown so far.

Event description:
A mitroflow valve model 12a21 was implanted on (B)(6) 2014. Due to the structural deterioration of the valve, the mitroflow valve was explanted on (B)(6) 2021 and a mechanical valve made by another manufacturer was implanted. The patient has metallic allergies. No further information on the clinical history of the patient or patient outcome was received.

Manufacturer narrative:
The device involved in the reported event was returned to the manufacturer for investigation. Examination of the valve revealed a deformed prosthesis due to tears in the fragment of the leaflets. All leaflets and some portions of all struts were cut during the explant and so the analysis on the returned prosthesis was difficult. Tears along the adherent margin, starting from the free edge, were probably visible in the leaflet a and in another leaflet. Whitish and yellowish areas due to tissue alterations were detected on both prosthetic sides. The pericardium of all three leaflets was thicker than normal due to pericardial degeneration. Some thrombus depositions were visible on both prosthetic sides. The pericardium of all leaflets as damaged by tweezers and scars were visible. The x- ray analysis of the subject valve showed no calcification. Histological analyses were performed on samples taken from all leaflets. In all leaflet, hematoxylin and eosin stain showed that the pericardium was thicker than normal because the collagen bundles were disrupted, defibrated and homogenated. Cholesterol clefts were detected. The collagen bundles of leaflet a showed different orientations. Red blood cells were visible on all leaflets. Inflammatory cells were present on leaflet a. A fibrous pannus deposition was visible on the mesothelial surface of a leaflet. Pericardial delaminations were detected on all leaflets. Bacteria were not detected with the gram stain. This mitroflow valve was explanted after almost 7 years due to a reported structural valve deterioration. Gross examination revealed tears in two leaflets that reasonably caused prosthetic insufficiency. There was no evidence of calcification or endocarditis in the returned valve. Cuspal tears without calcification are related to direct mechanical damage to the collagen structure during functional opening and closure of the cusp. Histological analysis, performed in this mitroflow valve, showed the presence of lipid infiltration (cholesterol clefts) in the leaflet pericardial tissue. This lipid infiltration, as supported from the scientific literature, may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this mitroflow valve, may lead to leaflet tears. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, little clinical history was provided. It should be noted that structural valve deterioration is listed among the possible adverse event in the mitroflow valve IFU. The event is therefore a known inherent risk of the device.